Event description:
A nurse reported this incident for the patient. The nurse stated that the patient became dizzy, confused and kept losing balance. The suspect device was used to check patient's blood glucose and a result of 174mg/dl was obtained. Patient's doctor was then contacted and he instructed patient to go to the ER. Upon arrival to the ER, patient's glucose was 30mg/dl. Patient was treated via an IV. Level 1 and level 2 glucose controls were used on the system and both controls were out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.